Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the battery charger was unable to power on and charge a battery pack. The cause for the failure was contamination throughout the bedside board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient's charger was unable to power on.